Event description:
It was reported that balloon popped during inflation. The target lesion was located in a non-tortuous and non-calcified hepatic vein. An occlusion balloon catheter was advanced for dilation. However, the balloon popped during first inflation at 2 atmospheres for less than 10 seconds. The device was successfully removed from the patient without any fragments left. Additionally, multiple kinks were noted with the shaft. The procedure was completed with another occlusion balloon. There was no patient complications noted as a result of this event.

Event description:
It was reported that balloon popped during inflation. The target lesion was located in a non-tortuous and non-calcified hepatic vein. An occlusion balloon catheter was advanced for dilation. However, the balloon popped during first inflation at 2 atmospheres for less than 10 seconds. The device was successfully removed from the patient without any fragments left. Additionally, multiple kinks were noted with the shaft. The procedure was completed with another occlusion balloon. There was no patient complications noted as a result of this event.

Manufacturer narrative:
The device was not returned for analysis. However, an investigation was concluded with the attached picture provided. Media inspection observed that the device was kinked.